Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the therapy connector and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had a broken therapy connector. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported issue is determined to be a broken therapy connector.

Event description:
The customer contacted stryker to report that their device had a broken therapy connector. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.